Manufacturer narrative:
Manufacturer narrative: the dw24 device was not returned for investigation, so a detailed examination could not be performed. While the lot number for this specific device was not provided, all dw24 devices undergo batch release testing to ensure compliance with applicable specifications. The devices are manufactured and released according to established procedures, and all lots meet the acceptance criteria prior to release. Based on the complaint description and available information, there is no indication that the dw24 device malfunctioned or contributed to the adverse outcome. No further action is required at this time.

Event description:
Event description: rapid medical received a complaint regarding a drivewire 24 (dw24) device used in a thrombectomy procedure. According to the information provided, the dw24 was inserted through a 3f esperance catheter (phenox). During aspiration, the esperance catheter collapsed, resulting in the tearing of its distal tip. The dw24 remained structurally intact, although minor damage to its distal tip was reported. The patient, who had been admitted with a severe ischemic stroke, later passed away. Based on the information provided, the patient's death appears to be related to the underlying medical condition and is not attributed to the device or the reported event.